Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No keypad locked noted, no button error alarm noted, no unexpected numbers ramping or scrolling during our testing. The insulin pump has cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced.